Manufacturer narrative:
(B)(4). Concomitant medical products:transit 2 microcatheter, (lot unknown). The product is available for evaluation and testing, however the analysis has not been completed. A device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the contact at the user facility that during the procedure the physician experienced resistance while delivering the trufill coil (633360x/17118268). The procedure was the arterial embolization to treat hemorrhage; the patient's vessels were neither torturous nor calcified. It was reported that the physician experienced a severe resistance while delivering the complaint trufill coil. It is unknown where in the catheter the coil experienced resistance. Other coils had been successfully delivered with the transit microcatheter (lot# unknown) prior to the event. The microcatheter had to be withdrawn from the patient to recover the coil. There were no reports of visible damage to the microcoil or the microcatheter upon removal. Another coil was used instead to continue the embolization. The procedure was completed without further issues or delay. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product will be returned for analysis, the transit microcatheter has been disposed and is not available for return. No further information is available.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. A non-sterile trufill push coil 7mm complex was received inside of a plastic bag. Only the embolic coil was received for evaluation. The received embolic coil was inspected under microscope and was found to be stretched. A review of the manufacturing documentation associated with this lot 17118268 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil ¿ impeded-in delivery catheter¿ could not be evaluated as only the embolic coil was received for evaluation which was found stretched. The reported event of impediment of the trufill coil in the catheter could not be evaluated as only the embolic coil was received. Neither the analysis nor the DHR suggest that the failure reported by the customer could be related to the manufacturing process; procedural factors and handling process may have contributed to the reported failure. No corrective action will be taken at this time.

Manufacturer narrative:
This is follow-up correction MDR report being submitted for (B)(4). Protocode: changed from mcg to hcg. PMA/510k number changed from k983483 to k123560